Event description:
It was reported that during follow-up in clinic, inappropriate atp therapy was delivered due to noise, when a myopotential testing was performed. Externalized conductors were also noted on the lead. The lead was capped and replaced on (B)(6) 2017. There were no adverse consequences to the patient during and after the procedure.